Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with a basic evaluation trial device to treat non-obstructive urinary r etention, fecal incontinence; the trial began (B)(6) 2018. It was reported the trial patient stated that he feels his symptoms are worse than before the evaluation started. Patient was advised to contact his doctor. On (B)(6) 2018 the patient clarified that he has a condition of obstructive uropathy and that the trial exacerbated his symptoms and he needed to cath more often. The trial was ended as it was determined due to his condition the therapy would not work for him. No further complications were reported or are anticipated.